Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2016 with the following findings: a review of the pump¿s black box data and alarm history showed a cs012 alarm. During testing, the pump ez-prime steps were performed correctly with no cs012 alarms. The pump was exercised for 24 hours with no call service alarms occurring. The product performed within specifications. The pump¿s cover was removed, and no intermittent condition was found to the pcb or to the cgm module. The complaint of a cs 012 call service alarm issue was shown in the pump history but was not able to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.